Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism (pe), deep vein thrombosis (dvt), vena cava (vc) perforation, enlarged aorta, bleeding, reduced blood flow/poor circulation in legs, severe swelling, pain, hospitalization leading to loss of strength in legs, sudden intense/persistent chest and back pain, hard time breathing, pain traveling from back to neck multiple times per month, weight gain due to sickness, chronic pain in legs due to water caused by poor circulation from filter, constant leg pain due to swelling (leg swelling), chest pain due to excess water and limitations/inability with physical activity. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported enlarged aorta, bleeding, reduced blood flow/poor circulation in legs, severe swelling, pain, hospitalization leading to loss of strength in legs, sudden intense/persistent chest and back pain, hard time breathing, pain traveling from back to neck multiple times per month, weight gain due to sickness, chronic pain in legs due to water caused by poor circulation from filter, constant leg pain due to swelling (leg swelling), chest pain due to excess water and limitations/inability with physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged (vena cava perforation) does not change the previous investigation results. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to diagnosis with vt (venous thrombosis)/ pe (pulmonary embolism). The patient is alleging vena cava perforation and bleeding. The patient is further alleging post implant pe, post-implant dvt, "my aorta vein has become [enlarged] and can burst at any time causing me to bleed out [before] reaching the hospital reduced blood flow to my legs causing severe swelling pain, being hospitalized losing strength in my legs.", "sudden, intense and persistent chest pain back pain hard time breathing pain traveling from back to neck 5-6 times per month", "weight gain due to sickness my health went down hill [every] [since] [chronic] pain in my legs due to water caused by poor circulation from filter. My [legs] hurt all the time due to swelling chest pain due to excess water was headed to congestive heart failure.¿ the patient is further alleging limitations/inability with ¿ walking had to sit down several times, legs swelled up hard time breathing, chest when lifting anything over 40lbs poor circulation in my [legs].¿ the patient also reported an attempted filter retrieval for 2013 and another filter implant from an unspecified manufacturer. Per a report from CT (computed tomography), "there is an [inferior] vena cava filter, below the level of the renal arteries, the limbs of the filter protrude beyond the confines of the ivc, which is nonspecific and commonly see correlate clinically. The inferior vena cava caudal to the filter is diminutive in size."

Event description:
Report from CT (computed tomography): "filter type: cook. Ivc stenosis: yes, see impressions. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: yes, see impressions. Filter tilt: no. Filter penetration: yes, see impressions. Other findings: none. Impressions: the ivc proximal to the filter is 2.7cm in diameter and distal to the ivc is 1.2cm in diameter. This is a stenosis of 60%. Some of the filter struts penetrate through the wall of the ivc as follows: posterior strut: 7mm. Left lateral strut: 9mm."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, stenosis. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non healthcare professional. Investigation. Catalog and lot# are unknown; however, the alleged tulip is manufactured and inspected according to specifications. The following allegation(s) has been investigated: perforation. The reported allegation(s) have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008. Patient is alleging the filter perforated the inferior vena cava wall. Patient further alleges risk for future filter fractures, migrations, perforations, and tilting and health risks including the risk of death. Hospital and medial records have been requested but not yet provided. Per a CT (computed tomography) scan dated (B)(6) 2019, the implanted tulip vena cava filter had perforated the inferior vena cava wall.